Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the 8mm large suturecut needle driver (lsnd) instrument jaw was chipped. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was unknown if there was any piece missing or detaching from the instrument.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large suturecut needle driver instrument for failure analysis investigation. The instrument was analyzed and was found to have multiple indentations/burrs at both the base and tip of the grip tips. The grips were not bent. Components adjacent to the indented grip tips show damage which may indicate potential mishandling/misuse. Additional observation related to customer reported complaint: the instrument was found to have corroded grips. The instrument grips exhibit signs of orange discoloration near the base of the grips.

Event description:
Refer to h11 for follow-up information.